Event description:
It was reported that syringe non sterile 50ml ll leaked before use. The following information was provided by the initial reporter: I am writing to you because this morning we received a report from one of our customers about a defective asn-50 syringe. In particular the defect is the leakage of liquids from the piston of the syringe, as shown in the pictures.

Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. Based on the photo, the stopper is assembled properly onto the plunger and there is no visible damage or defects that could have contributed to the reported leak. A device history review was performed for the reported lot 1904352, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness verification of the stopper. Product that fails this testing is automatically rejected. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe non sterile 50 ml ll leaked before use. The following information was provided by the initial reporter: I am writing to you because this morning we received a report from one of our customers about a defective asn-50 syringe. In particular the defect is the leakage of liquids from the piston of the syringe, as shown in the pictures.